Event description:
It was reported to philips that the operational check failed for defibrillation pads the field service engineer (fse) evaluated device and confirmed it has an operational check issue. The device needs a therapy pca. It was determined that this was a malfunction of the therapy pca. It was replaced and the device passed performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the operational check failed for defibrillation pads.